Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the emergency room with a slow heart rate. It was noted that the right ventricular lead exhibited high capture threshold that resulted in failure to capture. The lead was explanted and replaced. The patient was stable during and post procedure.